Event description:
It was reported that the patient "got real sick" when her pump stopped on approximately (B)(6) 2011. Pump was replaced. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the pump had reached its eol (end of life) and was turned off on (B)(6) 2011. Patient experienced withdrawal symptoms and was first seen by the hcp office on (B)(6) 2011. It was further added that there was an issue with the catheter that was of a different manufacturer; it could not be aspirated. A kink at pump/catheter connection at the proximal pump segment was indicated. A revision/replacement was done. Patient outcome was noted as serious injury/illness; recovered without sequel. Drugs delivered via the device were compounded baclofen, morphine and clonidine.

Manufacturer narrative:
Catheter: model: 8731, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).